Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 305213 and lot number 0143230. The review did not reveal any detected issues during the production process that could have induced this reported defect. To aid in the investigation, one thousand physical samples were received. They came in ten shelf boxes with one hundred samples each. Visual inspection was performed, the needle hub flash was confirmed and no other defect was observed. It could be possible for this defect to occur if one of the mold cavities had an issue that was not detected during the molding inspections and the next processes. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaints of this product and lot. It could be possible one of the cavities of the mold had an issue and was not detected during the molding inspections and the next processes.

Event description:
It was reported that the needle vented nokor 16x1 tw experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 305213 batch no.: 0143230. We received again a rejection for this part: po (B)(4) (replacement order) - part# 5032a (305213) - r094420 ¿ lot# 0143230 reason: flashing and angel hair. All the 5 shipments received had to be returned to this matter and this is a different lot number.